Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings were damaged. Therefore, the reported complaint was confirmed. The assignable root cause was determined to be wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an osteotomy femoral surgical procedure, it was observed the sagittal saw attachment device was not working. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.